Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 558 mg/dl. The customer treated by changing the set and taking insulin by injections. The customer stated that she had issues with the tape not sticking. The customer stated that she does not sweat heavily on her abdomen. The customer declined to troubleshoot for high readings.